Event description:
Patient was undergoing open reduction and internal fixation (with placement of screws) of the left superolateral orbital fracture including the zygomaticofrontal suture and reconstruction of the orbital floor with a plate. Surgeon was placing a 1.0 mm screw in the left lateral orbit when the head of the screw broke off. The portion of the screw with the head was retrieved and retained, and the tip of screw was left in place. The procedure continued with no further occurrences, and patient tolerated the procedure well.